Event description:
A customer reported experiencing a cartridge alarm with their pump. There was no adverse impact on the customer¿s blood glucose level. The technical support team decided to replace the pump and instructed the customer on how to put the pump into storage mode before returning it. The replacement pump was sent, and the customer was guided on the necessary steps upon its arrival.